Event description:
It was reported that the pt had a reverse total shoulder arthroplasty procedure on (B)(6) 2015. At 3 weeks post-op it was noticed the device was disassociated. It was reported that it is assumed the disengagement was caused by the physical therapist. The pt underwent a revision surgery on (B)(6) 2015 where the device was swapped out for replacement device.

Manufacturer narrative:
Additional information received via phone call from distributor (B)(6) 2015: additional information about the patient is unavailable. The surgeon initially reported the implantation surgery went well. Imaging following the tsa procedure showed the device well seated. During this conversation the surgeon speculated that the disassociation likely occurred in physical therapy. He felt the patient might have fallen but he did not confirm this during the conversation. Integra has completed their internal investigation on (B)(6) 2015. The investigation activities included: methods: evaluation of device. Review of device history records. Review of complaint history. A review of manufacturing records for lot 141808 of p/n gls-0960-05e (glenosphere, eccentric 5mm), found that all applicable material, process and finished component specifications were satisfied. The current complaint rate for similar complaints is (B)(4). Conclusion: manufacturing and component defects are eliminated as possible root causes. The complaint is confirmed. Marks on the device indicate that the glenosphere and baseplate did dissociate following implantation. The root cause cannot be determined definitively at this time. The surgeon indicates that the conclusion initially drawn during submission of the complaint report is speculative. Further analysis may be conducted at a later date if more information becomes available.

Manufacturer narrative:
The device involved in the reported incident has been returned. The device eval is in progress. The result of the device eval will be reported in a follow up MDR submission.